Event description:
Ref MDR #3010532612-2014-00023 for the first event involving the same pt. It was reported that the second event occurred while in the pediatric cardiology department during use. The physician inserted the ai-07136 in the right femoral vein. When injecting the contrast medium (500 psi) the balloon broke. As a result, the device was removed. A new kit was opened and inserted without issue. The physician did not change the insertion site because the sheath was not withdrawn yet. The procedure was completed successfully by using the third product. There was no pt death, complications or injury reported. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt noted. An update received 10/02/2014 stated that the contrast medium maximum injecting is 650 psi. However the physician just injected 500 psi contrast medium and found out reflux through the x-ray. He thought the balloon might be broken. After withdrawal, the balloon breakage was confirmed. They were unable to observe if the balloon was asymmetrical during the x-ray,

Manufacturer narrative:
(B)(4).